Event description:
A customer contacted baxter's service center regarding a connection issue, which had occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that she was walking around and her patient line extension disconnected from her patient line. The hp requested assistance with ending therapy, so that she could start over with all new supplies. The technical service representative (tsr) assisted the hp as requested and advised the hp to inform her registered nurse (rn). There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. This condition was not confirmed, as the sample was not returned for evaluation. Therefore the root cause could not be determined. Several unsuccessful attempts were made to contact the hp. A follow-up MDR will be submitted if any additional information is received.